Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump is not alarming when reservoir is low. Customer also reported that they experienced low blood glucose levels of 42 mg/dl. The customer treated for the low blood glucose with glucose tablets. Customer states that they have had several high blood glucose levels yesterday and thinks she is currently experiencing the low blood glucose because of all the treatments yesterday. The customer treated their high blood glucose with the insulin pump and manual injection. The product was not returned for analysis.